Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was not delivering accurately and the patient experienced elevated blood glucose (bg) over 600mg/dl with moderate ketones and hyperactivity. The patient had reportedly remained on the pump at the time of the call to animas. Details regarding how the patient¿s bg was treated were not provided. Customer technical support reviewed the pump with the patient and found all settings and histories were correct; the time and date were set correctly, and basal and bolus histories correctly reflected programmed values. During troubleshooting, the reporter performed a mock bolus and the pump was found to be calculating boluses correctly. An air bolus was performed during troubleshooting and was correctly recorded in the pump history. No pump defects were found during troubleshooting. No explanation for the high bg was found. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause related to an allegation that the pump was delivering inaccurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the alarm history and black box did not show any activity outside normal use. A review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(4) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.